Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed that it passed all tests, but seemed to be running very slow. The system had a lot of dust collected in the fans. The representative cleaned it internally and externally. The ent software was uninstalled and reinstalled. The issue resolved. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service no parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure the navigation system was on, receiving exams when the system became slow and unresponsive. The site powered the system down, then rebooted and the system functioned normally. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: it was also reported that the site staff is known to leave system on constantly, without powering it down for weeks on end, which may have been a contributing factor. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.